Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller by guiding them through filling and loading a new cartridge on the pump with a new cartridge from a different box, enabling the caller to successfully resume insulin delivery.